Event description:
A malfunction alarm was reported with a malfunction code displayed as "malf 0". There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, providing necessary reset information, and confirmed the malfunction did not recur. The customer understood the instructions and was told to call back if any issues reappeared. No further assistance was needed, and the customer continued to use the pump.